Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿is the so-called ¿french paradox¿ a reality?¿ by f. El mari, et al, published by the journal of bone and joint surgery (2010), vol. 92-b, pp. 342-348, was reviewed. The authors evaluated the in vivo migration patterns of 164 primary consecutive competitor total hip replacements cemented with depuy cdw-1 cement which were undertaken in 155 patients between 1988-1989. Depuy implants used: cdw-1 bone cement for a competitor cup and stem. All other components used were competitor products. The competitor cup was polyethylene. Results: 1 postoperative hematoma treated with evacuation 16 heterotopic ossification radiographically identified. No treatment required. All 8 acetabular revision surgeries were related to wear of the polyethylene competitor cup and loosening of the cup due to acetabular osteolysis attributed to the polyethylene wear. 7 stems revised due to loosening of an unknown interface. Captured in this complaint: cdw-1 cement. The complications and revisions attributed to the competitor components are not included in this complaint. "